Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material was in the auxiliary water channel" was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no deformation of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested phenomenon of "foreign material was at lg-lens [light guide lens]" was confirmed - however, the foreign material was unable to be further specified. The cause was presumed to have been due to a crack on the lg-lens, which in turn led to an inability to reprocess the device properly. A further cause of the cracked lens could not be presumed. The events can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported event. In addition to the foreign material found in the light guide lens and the jet tube, other evaluation findings are as follows: the flexibility adjustment ring and the grip were scratched; the plastic distal end cover, the light guide lens, and the adhesives on the bending section cover were cracked; the connecting tube was wrinkled; and the protector of the universal cord on the suction side was dirty. Lastly, there was corrosion on the following parts due to water leakage: the plug unit, the circuit board unit in the suction connector, the scope connector cover unit, the micro connector unit in the suction connector, the scope connector case unit, the cable unit, and the outside shield unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope displayed a b30-scope communication error during preparation for a procedure. There was no report of patient harm. The device was returned, evaluated, and foreign material was found in the light guide lens and the jet tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.